Event description:
Device 2 of 2. Reference MFR report 3006705815-2019-01050. The patient's leads were explanted on (B)(6) 2019.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR report 3006705815-2019-01050. It was reported that patient had ineffective coverage of pain relief. Due to ineffective therapy patient stopped using the stimulation .to address this issue patient may be awaiting surgical intervention to explant the device .